Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during a therapeutic endoscopic retrograde cholangiopancreatography using an evis exera iii duodenovideoscope, the elevator lever would not move, and this resulted in a mucosal lesion in the stomach and duodenum. The physician changed to a different duodenoscope and finished the procedure with an unspecified delay. The patient did not experience any adverse effects as a result of the delay. There were no abnormal laboratory parameters that are known. Additional details regarding the patient and reported event have been requested. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being updated to report additional information provided by the customer.

Event description:
Update: additional information provided by the head of endoscopy: the patient was transferred to another hospital on the day of the examination. (Independently of the examination) since then, we have had no further information regarding the further course of the case.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. The device was returned to olympus for inspection, and the customer¿s complaint could not be reproduced. Additional, non-reportable defects found during the evaluation are as follows: forceps channel port has a scratch, suction cylinder has discoloration, grip has discoloration, switch box has discoloration, sc-case unit has a scratch. Due to a scratch on the plastic distal end cover, insulation resistance value at distal end does not meet the standard value. Light guide lens has a crack, connecting tube has discoloration, due to annual inspection, parts must be replaced, adhesive around objective lens has wear, corrosion around l-arm. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it was unable to be determined whether the device caused a mucosal lesion. No nonconformity was found during the device inspection that may have caused the abnormal working of the forceps elevator or mucosal lesion. Therefore, the root cause could not be identified. Olympus will continue to monitor field performance for this device.